Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the tip of a polaris probe fractured. There was no patient impact.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however photos were provided which show that the probe has fractured along the shaft. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use, or wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery, the tip of a polaris probe fractured. There was no patient impact.

Event description:
It was reported that during surgery, the tip of a polaris probe fractured. There was no patient impact.

Manufacturer narrative:
Corrections in d9, h3, and h6: investigation type. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip of the shaft has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use, or wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.